Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. The issue was described as "the female connector (dark blue part) was about to separate from the main body". This required the operator of the device to "hold dark blue part to disconnect from patient line instead of holding the main body (light blue part)". This occurred after use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b3/ d10: 07/27/2025 (previously submitted as 07/29/2025). Additional informtaion added to h6 and h11. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and did not identify any abnormalities that could have contributed to the reported condition. In the photo provided there is not enough information to duplicate the event or determine if the product failed or met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.